Event description:
A peritoneal dialysis (pd) patient reported that over the past few months they have experienced multiple unspecified fluid leaks from the cycler set tubing and the cycler door, during treatment. Additionally, the patient confirmed that their cycler was noisy during operation, however never reported the issues. The patient could not verify the quantity of leak events or the event dates. In addition, the patient confirmed that the old cycler sets used during the previous leak events were discarded and not available to be returned to the manufacturer for physical evaluation. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient confirmed that they've received a replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The event date is unknown, therefore, it will be approximated and captured as (B)(6) 2021.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The teach pump test passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An internal visual inspection of the returned cycler encountered no discrepancies. There was no loud or unusual noises or sounds heard during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that over the past few months they have experienced multiple unspecified fluid leaks from the cycler set tubing and the cycler door, during treatment. Additionally, the patient confirmed that their cycler was noisy during operation, however never reported the issues. The patient could not verify the quantity of leak events or the event dates. In addition, the patient confirmed that the old cycler sets used during the previous leak events were discarded and not available to be returned to the manufacturer for physical evaluation. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient confirmed that they've received a replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The event date is unknown, therefore, it will be approximated and captured as (B)(6) 2021.